Event description:
It was reported that during a pulse field ablation a faradrive steerable sheath clear was selected for use. The valve was not airtight on the access sheath faradrive and there was presence of bubbles. The sheath was replaced. Patient experienced bleeding treated by manual pressure, stitch, pressure dressing and finally by protamine. No further complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation a faradrive steerable sheath clear was selected for use. The valve was not airtight on the access sheath faradrive and there was presence of bubbles. The sheath was replaced. Patient experienced bleeding treated by manual pressure, stitch, pressure dressing and finally by protamine. No further complications were reported.

Manufacturer narrative:
The reported allegation is not confirmed. The device has not been returned to bsc for analysis at this time. Risk review: a risk review was performed using hazard analysis documentation. A hemorrhage can occur from passing the device through the access site. No additional review is required at this time. Device history record (DHR) review: the DHR for cl14711 was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. A hemorrhage is identified as part of the risk threshold for surgical complications. Hemorrhage is an expected procedural complication addressed within the IFU for the faradrive sheath. The known inherent risk of device cause code was selected based on the information provided within the event description.